Manufacturer narrative:
Follow-up #1: date of submission 10/20/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/26/2016 with the following findings: the black box starts on (B)(6) 2016. Due to continuous use of the pump the black box data/basal histories for the event have been overwritten. Unable to verify multiple zeros in history on event date.. Pump boots to verify screen with no issues. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly remained 2.0u/hr with no changes observed and tdd showed 48.0u..the tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that starting on (B)(6) 2016 the pump began erasing the basal programming. On (B)(6) 2016, the patient had a blood glucose of 440 mg/dl, with thirst, urination, and dehydration. Patient was treated in the ER with insulin via injection and IV fluids. Customer support reviewed the active basal program and basal history and noted there are multiple zeros in history. This complaint is being reported because the patient experienced hyperglycemia and the issue with the basal programming was not resolved .